Manufacturer narrative:
Customer adjusted the monitor power supply from 11.86 to 12.2 vdc, and indicated the system is functioning. Cancelled case due to delay in fse availability. Customer will monitor system.

Event description:
Customer reported the left monitor is out inside a procedure. No pt injury was reported.